Manufacturer narrative:
Result of investigation: it was reported that the telescope's vision was fogged. Chemical attack is evident around the distal solder seam of the optics. The distal solder seam has partially dissolved. The distal cover glass is clouded by an unknown residue. The service evaluation identified the following damage: - distal end thermally damaged - distal soldered seam thermally damaged, leaking the information provided by the customer can be confirmed. The image is cloudy and foggy. The cause of this is thermal damage in the distal shaft area. The distal soldered seam has melted due to the thermal damage and moisture and residues can penetrate unhindered into the rod lens system. The shaft is slightly bent mechanically. Due to the moisture penetration and the thermal damage, the imaging of the optics is impaired. The defects found are not due to a manufacturing/production defect. It is possible that the damage was caused during clinical use. The instructions for use state that a functional and visual inspection must be carried out prior to use. During this inspection, any soiling of the lens or distortion of the transmitted image should be identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on march 4,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the hopkins telescope has a "fogged vision". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the cutting electrode is broken off and missing. The broken surface has a ductile appearance. As the broken surface shows a ductile appearance - sign for a break by force - it is most likely that the electrode got exposed to excessive force during application. Internal karl storz reference number: (B)(4).